Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had "2 more surgeries since (B)(6) 2016 and the other hcps stated they were permanently damaged and hcp don't think they would ever be back to normal". Patient reported they had the device removed by another hcp in (B)(6) 2016 but said hcp had to "leave pieces of it in their back". Patient indicated they had nerve damage across their lumbar and down their legs and they never figured out what happened but now they are permanently damaged". They never asked hcp to send the device back to the manufacturer for analysis, and stated the hcp office wouldn't talk to them. Patient stated the hcp office thought "maybe the device was pressing on a nerve, and when it was taken out in (B)(6) 2016 they found it wasn't on a nerve, but now they were still having problems walking and they say its permanent¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned they had long term issues from what their implant had done to them.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11x1n, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the interstim was placed by another physician and requested another doctor remove the device. The patient had multiple nerves tests and myelograms done prior to first visit with their doctor and no abnormalities were found. The device was removed as well as the lead wire coming from sacrum. The patient was referral to a pain management and was last seen there (B)(6) 2016; was given instruction for back stretches.

Manufacturer narrative:
Product ID 3889-28 lot# va11x1n serial# implanted: (B)(6)2015 explanted: (B)(6)2016. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va11x1n, ubd: 2019-11-20, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient¿s life had changed since their device broke, they still hurt, and no one wanted to help them. The patient noted they suffered every day and had to go to pain management, and pain management told them there was nothing else they could do. The patient also repeated previously reported information regarding nerve damage and stated that their doctor told them their device could not have caused it, and they had been to every kind of doctor. The patient stated they lost their job because of it. The patient requested a representative, and it was reviewed that it was possible to have a representative at an appointment, but the doctor needed to invite them. No further complications were reported.